Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of incident is unknown. The date entered is per the customer's report of "used device last time at (B)(6) 2020." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer indicated they received an unspecified low sensor scan compared to a competitor brand meter. The customer experienced a loss of consciousness and received unknown treatment from a healthcare professional. No further details regarding the event were provided. There was no report of death or permanent injury associated with this event.